Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm and 3.5x23mm xience xpedition stents were successfully implanted in the mid left anterior descending (lad), 90% stenosed lesion. On (B)(6) 2014, the patient was discharged from the hospital. In (B)(6) of 2016, the patient expired. The patient's family member refused to provide additional information. Per study physician, the relationship of the device and death is not known.